Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of the downloaded transmission, the atrial lead exhibited noise episodes. No intervention was performed. No patient was stable.